Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 200 ohms). A download of the device's diagnostic data was submitted to technical services (ts) for review. Ts advised they suspect a possible lead impairment, and recommend lead integrity testing. The lead remains implanted. No adverse patient effects were reported. Additional information was received that an invasive procedure was performed. When the pocket was opened, the proximal df-1 setscrew was found to be loose. The setscrew was tightened properly and testing confirmed an in-range shock impedance measurement of 71 ohms. The lead remains implanted. Besides surgical intervention, no adverse patient effects were reported.